Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and it was found to have blade damage at the midpoint. One of the blade edges was indented, which prevented the blades from closing. Annex g was updated to reflect failure analysis findings.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted radical cystectomy (with ileal conduit) surgical procedure, the 8mm monopolar curved scissors (mcs) instrument did no longer close. The procedure was completed with no reported injury.